Manufacturer narrative:
Engineering evaluation noted that the revision reported was likely the result of either loosened supporting ligaments surrounding the joint, and/or hip range of motion sufficient to initiate lever-out of the femoral head, which led to dislocation. Dislocation is addressed in the product labeling under device specific risks.

Event description:
Revision of hip components due to instability and subsequent dislocation.

Manufacturer narrative:
Pending evaluation.

Event description:
Revision of hip components - reason unknown.